Event description:
The customer reported a falsely elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. The elevated result was released out of the laboratory. The customer stated the patient's samples were analyzed on an alternate methodology and negative results were obtained. The customer stated the patient was admitted to the hospital based on the elevated result. The customer reported the patient was later discharged. The customer did not have further patient information. It is unknown if any additional treatment was given to the patient. Quality control (qc) was performing within specification at the time of the event. No sample integrity issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00258.